Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented back and leg symptoms with the initial diagnosis of l5/s1 degenerative disc disease with discogenic symptoms. The patient underwent a transforaminal lumbar interbody fusion using a section of instrumentation, infuse bone graft, and the zephyr plate. Per the operative report ¿¿discectomy was then preformed¿.good in-plate preparation was obtained. Next bmp in a sponge was packed anteriorly into the disc space. A size 8x26 cage was then tapped into the disc space. The cage broke when going in and part of the cage went cephalad to the disc space. The driving device was removed and the cage had to be removed piece meal, but was ultimately removed without incident. No dural lesion or cerebrospinal fluid was noted after removing the cage. Bmp was retrieved and placed in a second cage which was placed without incident¿¿ no patient complications were noted. Ap and lateral lumbar spine xr showed bilateral screws at the l5 and s1 levels with posterior rods. It also showed a wide posterior laminectomy at l5 and s1. Postoperatively the patient was slow ambulating. On (B)(6) 2004, the patient was discharged from hospital. On (B)(6) 2004 in a call to the doctor¿s office, the patient complained of a rash from the medication. On (B)(6) 2004 in a post op visit, the patient presented soreness, incisional discomfort and foot drop. Radiographs of the lumbar spine showed good hardware and cage placement at the l5-s1 level. Good distraction. On (B)(6) 2005 the patient complained of pain that was rated at 10 out of 10. On (B)(6) 2005 the patient called with a complaint of face rash, swollen lips, and itching all over. On (B)(6) 2005 the patient presented with lower back pain. The patient also reported falling on (B)(6) 2005 which caused soreness about the elbow and lower back. Her foot drop had resolved on the left side. On (B)(6) 2005 the patient reported low back pain, pain down left leg to the foot while walking. The patient also described difficulty walking as the foot would twist and she would fall. She related she had had several falls from the leg giving away. On (B)(6) 2005 the patient reported that the ankle was getting stronger but the back pain ¿hurt worse before surgery.¿ on (B)(6) 2005 the patient presented low back pain and left leg numbness. A post op MRI was conducted which demonstrated ¿post op changes from l5-s1 disc fusion where there is disc space narrowing with small amount of enhancing scar encasing the left s1 nerve root. No evidence of lumbar disc herniation or lumbar stenosis. ¿ on (B)(6) 2005 in doctor¿s office phone call the patient complained of ¿a lot of leg pain.¿ on (B)(6) 2005 in doctor¿s office phone call the patient reported nausea and vomiting. On (B)(6) 2005 the patient complained of numbness in the left leg and central back pain worse when coughing or sneezing, lying, standing or walking. The patient also reported that sexual activity had been affected. Lumbar rom was 50% normal. It was noted that there could be a possible mild paresthesias in the l5 dermatome on the left. On (B)(6) 2005 the patient complained of intolerable back pain; tenderness with all rom of the lumbar spine. The doctor noted opioid dependence and chronic mechanical back pain. On (B)(6) 2005 the patient reported lower back pain, weakness in the left leg; somnolence; and some muscle weakness. On (B)(6) 2005, in a doctor office call, the patient reported getting only 2-3 hours sleep a night due to the pain and discomfort. On (B)(6) 2005 the patient presented back pain; reduced rom in all planes of lumbar spine; and opioid dependence. On (B)(6) 2005, in a doctor office call, the patient reported having trouble staying awake due to pain meds. On (B)(6) 2006, in a doctor¿s office phone call, the patient complained of ¿lots of pain.¿ on (B)(6) 2006, in a doctor¿s office phone call, the patient complained of increased pain. On (B)(6) 2006 the patient presented central back pain; buttock and thigh pain; tenderness in the lower spine; and depression. On (B)(6) 2006,in a doctor¿s office phone call, the patient reported tingling around her face that had been occurring for 1-1.5 weeks. On (B)(6) 2006 the patient complained of not being able to stay awake while on medication and that this caused her to run off the road while driving. On (B)(6) 2006 the patient reported having daytime somnolence, feelings of worthlessness, chronic back pain, and depression. Note by doctor ¿she is almost hinting at worthlessness and suicidal ideation..¿ on (B)(6) 2006 the patient reportedly fell down the stairs and presented right hip pain and left ankle pain going up leg. She presented a non-displaced weber b fracture. On (B)(6) 2006 in a left ankle recheck, radiographs showed acceptable alignment of fibula. On (B)(6) 2006 the patient presented continued back pain with radicular features down right leg. On (B)(6) 2006 the patient called complaining of back pain and that the pain medicine not helping on (B)(6) 2006 the patient presented chronic low back pain; pain in the left leg, bilateral groin pain; chronic fatigue, and tenderness at lumbar spine. The patient stated that she had had suffered nerve damage ever since the cage broke and ittook 1.5 hours longer in surgery to remove the damaged parts. The patient stated she has constant back pain and that sometimes her left foot will just flip over and she¿ll be walking on her ankle. The patient also reported that the big toe nail on this foot alsofalls off periodically. The patient complained of falling asleep at work due to medication and that she is groggy during the day. On (B)(6) 2006 the patient complained of severe back pain more in the midline, leg pain in the left leg, and numbness in the left foot. On (B)(6) 2006 the patient presented persistent right leg pain and underwent a caudal racz epidurloysls procedure. On (B)(6) 2006 the patient presented pain; lumbar tenderness; radiating pain to knee on right; and foot numbness. On (B)(6) 2007 the patient complained of low energy; and middle back pain radiating downward which was worse standing, walking, and bending over. On (B)(6) 2007 the patient complained of drowsiness; lower back and leg pain. The patient felt epidural injections did not really help. On (B)(6) 2007 the patient reported falling and hurting her shoulder blade. On (B)(6) 2007 the patient presented pain. On (B)(6) 2007 the patient complained of daily living limitations, pain, lumbar tenderness and depression. On (B)(6) 2007 the patient presented chronic mechanical back pain and lumbar spondylosis. The patient underwent a lumbar facet joint/median branch block. On (B)(6) 2007 the patient reported stress attacks, lower back pain and left leg pain. On (B)(6) 2007 the patient reported having episodes of falling asleep at any time. The patient reported having fallen backwards and hurting her back when she fell asleep standing. She also reported not being able to walk anymore. The patient presented tenderness of the lumbar spine; lower back pain; radicular pain; and tearfulness. On (B)(6) 2007 the patient presented lower back pain; left lumbar pain; left radicular pain. The patient underwent a caudal racz epiduralysls. No complications were noted. On (B)(6) 2007 the patient complained of pain which was worse down her buttocks and both legs. On (B)(6) 2008 the patient reported being unable to work. The patient also reported falling down stairs and that she had hurt her knee. On (B)(6) 2008 the patient presented thoracic back pain; arm pain and numbness. The patient reported falling again. She also reported she had quit smoking. On (B)(6) 2008 the patient presented mild neck pain, bilateral arm pain > on left; and numbness in both hands equally. Per the doctor¿s notes: ¿there is consistent electro-physical evidence of bilateral median nerve neuropathy at the wrist (cts) demyelinating, severe on the right side, moderate to severe on the left side.¿ on (B)(6) 2008the patient presented with hand and wrist pain; neck pain; and back pain. On (B)(6) 2008 the patient presented severe back pain more in midline, bilateral leg pain, and numbness . On (B)(6) 2008 the patient presented back pain and underwent a thoracic spine MRI which demonstrated ¿very minimal bulging material present at t6-7 which caused no significant canal narrowing. No bone abnormality or misalignment. Cord=normal. No fractures. An cervical spine MRI showed small disc bulges at c4-5, c5-6 and cb-7.¿ on (B)(6) 2008 the patient presented numbness and tingling in the thumb, index and fingers which worsened at night and with use. Per the doctors notes ¿she had recent ncv studies confirming a fairly severe bilateral carpal tunnel syndrome.¿ on (B)(6) 2008 the patient complained that her upper back and upper neck were ¿still killing me¿ (pain). On (B)(6) 2008 the patient reported having strep throat. On (B)(6) 2008 the patient presented pain and cervical radiculitis. The patient underwent as cervical epidural steroid injection under fluoroscopy. On (B)(6) 2008 the patient reported neck pain and a ¿grinding¿ in back. On (B)(6) 2008 the patient presented with back pain extending to left leg. A lumbar spine MRI was conducted which showed a ¿mild annular bulge at l5-s1 disc with post contrast enhancement of the posterior annulus as well as fibrotic tissue within the left lateral recess with subsequent mild to moderate narrowing at the origin of the left foramina.¿ on (B)(6) 2008 the patient complained of itching especially on the scalp. She also reported sleepiness; lower back pain; edema in the feet,left > than right; neck pain and a crunching sound in her neck. On (B)(6) 2008 the patient presented pain and underwent a right endoscopic carpal tunnel release. No complications were noted. On (B)(6) 2008 the patient complained of pain which was worse with coughing, sneezing, lying, standing and walking. On (B)(6) 2008 the patient reported having had an asthma attack. She complained she was experiencing stress, migraines; left leg pain; and a tender lumbar spine. On (B)(6) 2008 the patient complained that foot pain getting worse, the foot ¿getting deader ¿, and more numb. She also reported some shooting pain and periodic swelling. On (B)(6) 2009 the patient presented with pain, a rash, and a tender lumbar spine. On (B)(6) 2009 the patient complained of leg pain and ¿incapacitating¿ back pain. On (B)(6) 2009 the patient presented severe back and foot pain and neuropathy. She complained of hallucinations from the medication and that she was unable to finish tasks. On (B)(6) 2008 the patient presented severe back pain more to midline, bilateral leg pain worse on left, and numbness in the left foot. On (B)(6) 2009 the patent presented pain and underwent a caudal racz epiduralysls under fluoroscopy. On (B)(6) 2009 the patient complained the pain was getting worse ; that she could not function; that she was experiencing sleep disturbances; tearfulness; lumbar spine tenderness; and foot numbness. On (B)(6) 2009 the patient presented with depression, lower back pain, and tenderness. On (B)(6) 2009 the patient reported falling (B)(6) 2009 on her right hip and then falling again on (B)(6) 2009 and damaging her left shoulder. Shey also complained of falling asleep a lot; affected gait; lumbar tenderness; and back pain. On (B)(6) 2009 the patient complained of involuntary muscle movement in left arm and leg; quality of life impaired; and lumbar pain. On (B)(6) 2009 the patient presented with ankle and foot pain. On (B)(6) 2009 the patient presented with lower back pain and radiating to left leg, thigh and back of knee. On (B)(6) 2009 the patient presented chronic low back pain and radiating hip pain. She underwent a caudal racz epiduralysis under fluoroscopy . On (B)(6) 2009 the patient expressed that her left foot was ¿pretty much dead¿; but she was experiencing left heel pain; left achilles pain; and lower back pain. On (B)(6) 2009 the patient present persistent foot pain. She underwent a MRI of the left mid and hind foot which showed ¿marked heterogeneity and thickening consistent with insertional tendinopathy of the achilles tendon over its distal 8cm with mild partial thickening at the insertion of the achilles tendon without full thickness tear of retraction; and trace reactive marrow edema as well as heterotopic bone formation of the os calcaneus. On (B)(6) 2010 the patient presented pain, fatigue, crying and back pain which affected sitting, bending, and walking. The patient reported not being able to work and complained of a ¿dead¿ foot which twisted a lot. On (B)(6) 2010 the patient presented with chronic low back painand radiating hip pain. The patient underwent a caudal racz epiduralysls under fluoroscopy. On (B)(6) 2010 the patient presented lower back pain; pain in feet, edema in feet; severe pain with rotation; extreme fatigue; and possible sleep apnea. On (B)(6) 2010 the patient presented with pain in her back and foot. Tendinitis in the left achilles. On (B)(6) 2010 the patient presented with back, foot and chest pain. On (B)(6) 2010 the patient reported falling and hurting her left shoulder. The patient presented with back pain; pain and swelling of the upper neck; and opioid dependency. On (B)(6) 2010 the patient presented with low back pain and bilateral leg pain. On (B)(6) 2010 the patient resented with chronic low back pain and radiating hip pain. The patient underwent a caudal racz epiduralysls under fluoroscopy. On (B)(6) 2010 the patient presented with mid low back pain and thoracic tenderness with no relief from injection therapy. On (B)(6) 2010 the patient presented with thoracic spondylosis and underwent a thoracic paravertebral facet joint injection with fluoroscopy. On (B)(6) 2010 the patient presented with low back pain radiating to the bilateral lower extremities; pain on ambulation; antalgic gait; and tenderness at thoracic region. On (B)(6) 2010 the patient presented with increased lower back pain; pain in thoracic area; and pain radiating bilaterally lower extremities. She complained of not being able to sleep. On (B)(6) 2010 the patient complained that the lower back pain was getting worse and leg pain. On (B)(6) 2011 the patient complained that the lower back pain was getting worse; pain up the side; lumbar tenderness; and depression. On (B)(6) 2011 the patient presented with lower back pain moving up the side which was getting worse. On (B)(6) 20111 the patient presented with pain and underwent a lumbar spine MRI which ¿showed ¿bilateral posterior spinal and interbody strut fusion of l5 and s1. Small amount of protruding disc material and anterior osteophyte formation off the left facet create moderate left and mils right foraminal encroachment which is not significantly changed, previously noted fibrotic left lateral recess tissue or scaring in the left lateral recess at the level is not evident on today¿s examination.¿ on (B)(6) 2011 the patient present with left side mechanical low back pain to the hip and radicular leg pain. The patient underwent a lumbar para vertebral facet joint injection(s) with fluoroscopy. On (B)(6) 2011 the patient presented with stomach and lower back pain. On (B)(6) 2011 the patient presented with chronic migraines and lower back pain. On (B)(6) 2011 the patient presented of lumbar radiculitis and lumbar degenerative decease with chronic low back, leg and foot pain. On (B)(6) 2011 the patient presented with lower back pain radiating bilaterally to buttocks and hips. On (B)(6) 2011 the patient presented with chronic low back pain; radiating hip pain and right sided lumbar mechanical low back pain and underwent lumbar para vertebral facet joint injection(s) with fluoroscopy, right side. On (B)(6) 2011 the patient presented with chronic low back pain; radiating hip pain and right sided lumbar mechanical low back pain and underwent caudal epidural steroid injection with fluoroscopy. On (B)(6) 2011 the patient complained of severe lower back pain and thoracic pain. She complained she could not lie down or sit without pain radiating to the groin. On (B)(6) 2011 in office visits, the patient presented pain. On (B)(6) 2011 the patient presented lumbar radiculitis and lumbar degenerative disease. She underwent a caudal epidural steroid injection with fluoroscopy. On (B)(6) 2012 the patient reported having new mid back pain. (B)(6) 2012 the patient presented pain and underwent a CT lumbar spine which showed ¿post op changes at l5-s1 with interbody fusions and posterior fixation device and inter-pedicular screws bilaterally at that level. Marginal osteophyte spurring with encroachment on the neural foramen bilaterally at l5-s1 with findings more prominent on the left side at this level. Also noted were several large cysts on the left kidney.¿ on (B)(6) 2012 the patient presented pain. The results of the patient¿s emg was normal; results of a CT lumbar spine scan showed spurs at l1-l5 with encroachment of the nerves at l5-s1, bilateral (l/r). On (B)(6) 2012 the patient presented failed surgery syndrome and lumbar radiculopathy. A lumbar spine CT was conducted which showed ¿spondylosis l1-l5 with nerve encroachment at l5s.¿ the patient also reported a tooth infection. On (B)(6) 2012 the patient presented pain and received epidural injections. Ap and lateral radiographs were taken which showed a l4/5 facet rupture. On (B)(6) 2012 the patient presented pain and received epidural injections. Ap and lateral radiographs were taken which showed mild degenerative changes. On (B)(6) 2012 the patient presented pain and minor spasms left at midline l2-s1. On (B)(6) 2012 the patient presented with low back pain and lumbosacral spondylosis without myelopathy. The patient received epidural injections at l4/5 and l5/s1. Ap and lateral radiographs were taken which showed a l4/5 facet rupture. On 06/25/12 <(>&<)> (B)(6) 2012 the patient presented with low back pain and lumbosacral spondylosis without myelopathy and underwent epidural injections at l4/5 and l5/s1 right. On (B)(6) 2012; (B)(6) 2012; and (B)(6) 2012 the patient presented with low back pain and lumbosacral spondylosis without myelopathy. The patient underwent epidural injections at l4/5 and l5/s1 left. Ap and lateral views were taken which showed moderate degenerative changes and osteophytes. On (B)(6) 2012, in an office visit, the patient complained about neck pain and has developed numbness, pain and tingling down both arms. Ddx- cervical radiculopathy; cervical spondylosis w/o myelopathy. On (B)(6) 2012 the patient presented a halting gait; lower back pain; and pain radiating down both legs with numbness. On (B)(6) 2012 the patient presented lower back pain radiating down both legs with numbness in the left foot. Her gait was slow and halting. On (B)(6) 2012 the patient presented with the preoperative diagnosis of lumbar spondylosis without myelopathy and low back pain. The patient underwent povt injections at l4/5; l5/s1. Ap and lateral radiographs were taken which showed hardware in place; disc height loss at l5-s1; moderate to severe degenerative changes; scar tissue present; facets not intact. Diagnosis: lumbar spondylosis without myelopathy. On (B)(6) 2012 the patient presented with the preoperative diagnosis of lumbar spondylosis without myelopathy and low back pain. The patient underwent epidural block injections l4/5;l5/s1; diagnosis of lumbar spondylosis without myelopathy; per the doctor¿s notes ap and lateral radiographs were taken which demonstrated hardware in place; moderate degenerative changes; maintenance of disc height; osteophytes present at multiple levels; facets intact. On (B)(6) 2012 the patient reported that on (B)(6) 2012 she had fallen on her right side which caused right hip pain. She also complained of numbness and radicular symptoms in left leg. The patient was having difficulty ambulating. On (B)(6) 2012 the patient presented radicular pain down the right leg and was limping. In the doctor¿s notes it mentions a MRI that showed osteophyte formation encroaching on foraminal @ l5 left/right. Ddx: lumbar spondylosis with neuropathy and lumbar radiculopathy. On (B)(6) 2012, the patient presented with numbness, tingling, and weakness left side also sometimes on the right; and difficulty ambulating. In a lumbo-pelvic regional exam, the doctors notes mentioned a pov from the 2nd round of facetiasis @ l3-4,l4-5.l5-s, on the right (B)(6) 2012 and on the left on (B)(6) 2012. It was noted that there was an 80% improvement on right but none on left .the patient complained of coccygeal pain. The patient could not walk and was in a wheelchair. Asymmetrical scoliosis was noted. The doctor had noted that a previous MRI had shown osteophyte formation encroaching on foraminal @ l5 left/right on (B)(6) 2013 the patient presented lumbar radiculopathy and underwent an epidural nerve block at l4-5, l5-s1, and s1.